Event description:
During a permanent procedure for an evoke spinal cord stimulation (scs) system, the surgeon reported difficulty implanting a lead due to patient epidural scar tissue. As a result the patient was implanted with one lead. A few months later, the patient reported inadequate pain coverage. A lead migration was detected, and the system was explanted. It was noted during the procedure that the anchor was securing the lead and secured within the patient¿s tissue. As a result, the physician determined the migration was not a deficiency of the device.